Event description:
The customer reported that the insulin pump alarmed an error. Advised the customer to discontinue use of the device and revert to back up plan. The blood glucose reading was 210mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had scratched display window.